Event description:
The orsiro mission us stent system was delivered to the target lesion within the lad but after inflation the vessel appeared the same and it was noticed thate there was no stent loaded on the balloon. Another stent was then successfully deployed.